Manufacturer narrative:
As of today, available information suggests device remains in service without further complication and the lead remains electronically abandoned. The boston scientific representative had not been informed of a possible atrial lead issue for this patient and was not able to provide resolution. Should boston scientific receive additional information related to this clinical observation, this event will be reopened and updated. Upon receipt at our post market quality assurance laboratory, the complete lead was returned severed in two segments at 6 cm from the terminal pin. Significant explant damage was noted, including stretched conductor coils and torn insulation. Microscopic inspection revealed all three filars of the inner coil were fractured, consistent with a fatigue fracture. Due to the excessively stretched lead, the exact location of the fracture in the patient¿s body could not be determined. No insulation damage other than the extraction damage was observed. Laboratory analysis confirmed the reported clinical observations.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was included in the shortened replacement window recall advisory. The patient's mother inquired about the advisory and how it would affect her son's device. She then reported that noise was observed on this right atrial (ra) pacing lead and it was turned off due to a crack in the lead at the patient's last follow up. A boston scientific technical services consultant discussed the recommendations for the device advisory, and that a crack in the metallic components of the lead may show up on x-ray, but a crack in the insulation material would not. Either occurrence would render the lead not usable. No adverse patient effects were reported. Boston scientific received additional information. Approximately ten years later, in 2017, the patient's non-boston scientific ICD and associated lead system was explanted. This ra lead was returned for laboratory analysis. No additional adverse patient effects were reported.